Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple intermittent occlusion alarms occurred during basal and bolus delivery. Customer's blood glucose (bg) was above 500 mg/dl, but the exact value was not provided. Manual insulin injections were used to address elevated bg.